Event description:
Med rad injector found not to be functioning properly when needed to be injecting for lv gram. Injector taken out of service, imaging engineers called, company notified. Injector replaced with new injector. No pt harm.